Manufacturer narrative:
Occupation: occupation is lay user/patient. Country of origin is (B)(6). The customer¿s strips and meter were requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Relevant retention test strips (lot 393936) were tested in comparison with the master lot coaguchek xs. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Retention material complies with the specification. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results with coaguchek inrange meter serial number (B)(4). The patient tested 4 times on the meter between 8:00 and 8:15 with results of 2.9 inr, 2.2 inr, 2.5 inr and 2.5 inr. The results of 2.9 inr and 2.2 inr are discrepant. The patients therapeutic range is 2.0 - 2.5 inr and tests once weekly. The patient is 'fine.'